Event description:
A pt was treated on 6/14/96 for vocal cord augmentation. The physician stated he injected too much material, resulting in overcorrection and alteration of the pt's voice. On 8/30/96, the implant was surgically removed.